Manufacturer narrative:
Used the first date of the month of the aware date since event date was not yet provided.

Event description:
It was reported that tip detachment occurred. A 300cm straight tip short taper v-14 control wire guide wire was advanced for treatment. However, during procedure the tip of the guide wire sheared off and was left inside the patient's body. No patient complications were reported.

Manufacturer narrative:
Used the first date of the month of the aware date since event date was not yet provided.

Event description:
It was reported that tip detachment occurred. A 300cm straight tip short taper v-14 control wire guide wire was advanced for treatment. However, during procedure the tip of the guide wire sheared off and was left inside the patient's body. No patient complications were reported. It was further reported that the doctor did not attempt to remove the tip of the wire. The tip sheared off in a highly calcified "tp trunk" and was left subintimal - unable to retrieved. The patient's current condition is unknown. No complications were reported. The doctor predicts that the patient will be unaffected. The procedure was successfully completed using several unspecified devices. Device evaluated by MFR.: the unit returned had distal tip damage as part of the overall visual revision. The returned device matches with upn provided by the customer. The device has a number of slight kinks on its proximal and distal sections. It also has its distal tip kinked. Its distal tip is detached as well. Dimensional inspection was performed and the outer diameter (od) of the middle and proximal sections were within specification. The overall length and od of the distal tip could not be performed due to the detached tip.